Manufacturer narrative:
One hotline 3 blood and fluid warmer was returned for analysis. Upon visual inspection the drain was found rusty, the enclosure was stained, the float switch was stained, covers were cracked, line cord was worn, and the block assembly was chipped. The tank was filled with water; confirming the complaint that the tank was leaking. Based on the evidence, the root cause was found due to the cracked tank cover.

Event description:
Information was received indicating that a smiths medical level 1 hotline 3 blood and fluid warmer was noted to be leaking. There were no reported adverse effects.